Event description:
It was reported that the device was heating up during testing. There was no patient involvement and no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated. The sag head assembly, rotor and the upper rotor bearing were replaced. The device was returned to the user facility.